Event description:
On (B)(6) 2022, the following information was provided to kci by the patient's family member: on (B)(6) 2022, the patient passed away. The family expressed concerns that v.a.c.® therapy may have been the cause of the patient's death. On (B)(6) 2022, the following information was provided by the nurse: the patient had undergone vascular surgery and had a wound located in the groin. The activ.a.c.¿ therapy unit was applied in the hospital, and the patient was discharged home under the care of the community nursing team. The pressure prescribed by the hospital was -75mmhg and v.a.c.® dressing was used. There had been previous calls from the patient regarding the tubing coming off and/or the machine not charging. Prior to the patient's death, the patient contacted the community team stating that the tubing had "broken" and complaining of leg pain. The district nurse attended but the patient had already passed away upon their arrival at the residence. The ambulance service arrived shortly afterwards and commented that it appeared to be an acute femoral bleed. A family member returned the unit to the hospital on (B)(6) 2022 and shared their concerns that v.a.c.® therapy might have caused the patient's death. On (B)(6) 2022, a device evaluation was completed by kci quality engineering. On (B)(6) 2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On (B)(6) 2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged acute femoral bleed resulting in the patient's death is related to the activ.a.c.¿ therapy system. The patient recently underwent vascular surgery. Multiple unsuccessful attempts were made for additional clinical information. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 18-oct-2022, the following information was provided by the nurse: the patient passed away on (B)(6) 2022.

Manufacturer narrative:
Based on the additional information provided on 18-oct-2022, kci's assessment remains the same; it cannot be determined that the alleged acute femoral bleed resulting in the patient's death is related to the activ.a.c.¿ therapy system.